Event description:
The customer observed falsely elevated alinity I anti-hbs result generated on the alinity I processing module for 4 patients. The same samples were repeated in duplicate with lower results. The following data was provided: initial results for all four patients were between 11 and 15(positive) repeat results: sid (B)(6), first run 9.90, second run 11.30. Sid (B)(6), first run 9.07, second run 11.03. Sid (B)(6), first run 9.21, second run 11.42. Sid (B)(6), first run 9.68, second run 12.90. Additional data provided 29jan2025: incorrect order and number of results provided earlier. Results are the same. Samples processed on (B)(6)2024 1st pass processed on (B)(6), 2nd pass processed on (B)(6). (B)(6), 1st pass 11.30, 2nd pass 9.90. (B)(6), 1st pass 11.03, 2nd pass 9.07. (B)(6), 1st pass 11.42, 2nd pass 9.21. (B)(6), 1st pass 12.90, 2nd pass 9.68. Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. A review of the device history record did not identify any non-conformances or deviations with lot number 64402fz00 and the complaint issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The percent reactive for the lot is comparable with other lots in the field, confirming no systemic issue for the product lot. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 64402fz00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated on the alinity I processing module for 4 patients. The same samples were repeated in duplicate with lower results. The following data was provided: initial results for all four patients were between 11 and 15 (positive) repeat results: sid (B)(6), first run 9.90, second run 11.30. Sid (B)(6), first run 9.07, second run 11.03. Sid (B)(6), first run 9.21, second run 11.42. Sid (B)(6), first run 9.68, second run 12.90. Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.